Event description:
Device has been explanted.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening on anterior side assessed as unidentified (tear) opening (shell thickness within specification). ¿ other-technical: black particles observed in the fill channel. Additional observations: ¿ yellow particles observed inner the device.

Event description:
Healthcare professional right side deflation. Healthcare professional later reported right side "particles in valve". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional right side deflation. Device remains implanted.